Event description:
One day post-implant, the lead was repositioned due to loss of capture as a result of dislodgement. Prior to being released from the hospital, high impedance was observed. The decision was made to explant the lead. Upon explant, it appeared that the inner cable was damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was confirmed. The high voltage lead impedance was due to fractured rv cables. The crimping of the cables were improperly indented and resulted in the cable fractures.